Event description:
A customer reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no information provided regarding any adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support assisted with resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.